Manufacturer narrative:
This report is submitted on 20 april, 2018.

Event description:
It was reported that the patient experienced extrusion of the electrode array. Subsequently, the device was explanted on (B)(6) 2017 and the patient was reimplanted with another cochlear device during the same surgery.